Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurement during a device check. The shock vector was changed and the impedance was within normal range. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.